Event description:
Consultant reported the surgeon had difficulty attaching the helical blade to the inserter, then encountered problems going through the nail. Surgeon changed to another helical blade, and the surgery was completed successfully. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Pt identifier: (B)(6). A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.